Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shock therapy. Episodes of non-sustained ventricular oversensing were observed. Patient was in atrial fibrillation during the episodes. Noise was not reproduced with isometrics. X-ray revealed lead dislodgement. The lead was explanted when repositioning was unsuccessful.